Event description:
Source: (B)(6). Originally bought the flexbar on amazon. When twisted it released a white substance on my hands that turned out to have a very strong bitter taste when randomly touched my lips. Contacted the vendor, (B)(6), and asked what the substance was. They requested to return it for testing. Later informed that they did not detect anything and sent me a new one. The new one is even worse in releasing more of the substance when twisted. I contacted (B)(6) again and they said this was food grade powder, approved by FDA. It now even causes itching on my hands. Can you please analyze what that substance is and if it is harmful / could have harmed me in any way? / upc: 00087453130904 (the hygenic corporation). Reports on flexbar #1. Device code: 2895. Patient code: 4582. Reference report mw5190197.